Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with vancomycin and meropenem (doses, frequencies and routes not reported). The outcome of the peritonitis event was unknown. At the time of this report, dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date, the patient¿s effluent was clear and antibiotic therapy was completed. Ten days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.